Manufacturer narrative:
Other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving hydromorphone 30 mg/ml 6.833 mg/day and bupivacaine 30 mg/ml 6.833 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2015. It was reported the patient never experienced any pain relief since she had the pump. The dose had been up to 12mg/day at one point. A dye study was done (B)(6) 2016 and determined there was a leak in the catheter. The physician performed another dye study (B)(6) 2016. A catheter revision was performed (B)(6) 2016 and the spinal segment of the catheter was revised. The cause of the catheter leak was there appeared to be a small break in the catheter. The physician cut a small section of the spinal segment at the anchor site and spliced the two ends together with a collet. The catheter was cleared following the dye study and catheter revision. The pump was filled the pump with a new concentration; hydromorphone 10 mg/ml; 2 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.